Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings, and investigations conclusions). Additional h6 type of investigation code: labelling review. H11: additional manufacturer narrative: a DHR review of the lot and showed the device passed all inspections and there were no non-conformance associated with this event. The complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with empirical evidence. Potential root causes for the presence of air may include, air from an alternative non-pascal device, omission of a flushing/de-airing step, improper stopcock/syringe technique. However, with the information available a definitive root cause was unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from united kingdom, edwards received notification of a pascal precision procedure in the mitral position. During the procedure, air was introduced into the patient who experienced st-elevation and hypotension. During preparation of the pascal device and the left atrial pressure (lap) monitoring device, no issues were reported. The baseline left atrial pressure was 34 mmhg. The patient was under general anesthesia. A syringe did not remain attached to the introducer until guidewire insertion. The guidewire and the introducer were simultaneously retracted. A syringe was then connected to the stopcock before the introducer with the pascal device was inserted. Pressure monitoring was connected to the left atrial (la) port of the handle after the device was exposed in the la. During advancement of the device towards the valve, the patient developed hypotension and st-segment elevation. No effusion was noted on assessment. According to medical opinion, the amount of air present was greater than typically expected. Immediate intervention included administration of 400mcg adrenaline and the cardiopulmonary resuscitation was performed. A right arterial access was done. St-elevation was resolved, with normalization of blood pressure within three minutes. Optimal regurgitation reduction was achieved. Patient's final outcome was stable condition. As per medical opinion, the main root cause of the event was air introduction in the patient and might be related to the device.